Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Water tubing in hp cable restricted, possible reason for the overheating. No sterimate handpiece was sent in, could be the reason for overheating. Added new cable along with new water filter and foot pedal batteries.

Event description:
While using a g136 scaler, there was blocked water flow and the handpiece and water was getting hot; no injury resulted.